Manufacturer narrative:
No service on the ventilator was requested by the user facility who did not replace any parts. No pictures were provided. Information about the current status of the ventilator has not been provided. Provided test log shows that the ventilator failed internal leakage test during pre-use check which may be a result of the contaminated gas module. The technical log did not contain any technical error codes that could indicate a malfunction of the ventilator. Since no parts were returned, no investigation has been possible. Therefore the root cause of the reported event has not been determined but the most probable source of moisture/water into an air gas module is moist air from the hospital's external compressor. H3 other text : 4117

Event description:
Manufacturer's ref #: 325158.

Event description:
It was reported that water was coming out from the inspiratory outlet of the ventilator. When inspected, the air gas module was found contaminated with water. There was no patient harm. (B)(4).